Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported that the sagb gastric band tubing became detached from the port and connector. This occurred approximately 2-3 wees post primary surgery. A revision surgery was performed to reattach the band tubing. There is no product to be returned as the product is still implanted, the revision surgeon corrected the issue. There was no reported patient complication.